Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced "odynophagia - painful spasms" leading explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2016. Device explant due to "odynophagia - painful spasms" occurred on (B)(6) 2018. Device was found in the correct position/geometry.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced "odynophagia - painful spasms" leading explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2016. Device explant due to "odynophagia painful spasms" occurred on (B)(6) 2018. Device was found in the correct position/geometry. The patient's "chest spasms went away, but constipation still an issue" as of (B)(6) 2018.

Manufacturer narrative:
Updated to method codes 10, 84, and 3354. The webtrader account used to submit our emdrs was disabled on wednesday (6-jun-18) after some issues getting our updated certificate to connect. The process of opening a new esg account began on thursday (7-jun-18). The account got migrated to production on wednesday 13-jun-18 after approval of the guidance compliant test.